Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: lot number. The site has reported that the type 1 endoleak was probably related to the device and definitely related to the aneurysm. The endoleak was considered to be responsible for the increase in diameter of the aneurysm and therefore exposes it to the risk of rupture. In that context, a secondary intervention was performed on (B)(6) 2017 where a new iliac endoprosthesis extension was placed. The patient recovered with the treatment. The site further explained that: the endoleak was on the distal end of the iliac leg. The lot number is 4735971. Imaging is not available. There was nothing special about this patient's anatomy. There was no change in the tortuosity of the patient¿s anatomy from the initial implantation. There was indication of iliac aneurysm. Investigation ¿ evaluation: the zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned for evaluation. The reporter indicated that no photos or imaging will be provided. Without the complaint device, a physical investigation was not able to be completed. A document-based investigation/evaluation was performed. A review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data was conducted and no issues were found related to the reported issue. There were zero non-conformances documented in the device history records for the final assembly and graft. There were no non-conformances documented for all zsleg-20-39 devices manufactured between 01dec13 to 01feb2014. There is no evidence suggesting that the device was manufactured out of specifications and it was reported that no imaging will be provided. A zsle-20-39-zt was used for the right iliac leg. Per the instructions for use (IFU), this graft size was intended to be used with a vessel diameter between 16mm and 18mm. The outer diameter of the right iliac artery was measured to be 14mm at the day of the procedure, indicating that a 16mm diameter zsle would have been appropriate. In addition, the change in patient anatomy post-procedure likely contributed to this endoleak. The right iliac artery vessel diameter decreased from 14mm to 9.8mm from the day of the procedure to the 3-year follow-up. This decrease in vessel diameter could have caused in-folding around the distal seal site leading to a type 1b endoleak. Quality control specifications, manufacturing instructions, and design history files were reviewed and no evidence was found suggesting that the device was manufactured outside of specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to the reported failure mode. There were no other reported complaints for this lot number. Based on the information provided by the customer, there is no objective evidence to determine if the root cause of the type 1 endoleak is procedural, patient or device-related. Although device selection, progressive disease, and patient anatomy could have contributed to this failure mode, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported patient adverse event in a clinical study. As reported on (B)(6) 2014, a (B)(6), male, electively selected patient with an asymptomatic aneurysm with maximum diameter < 5 cm which required placement of endovascular stent grafts, underwent a procedure and had three cook devices implanted. Main body, below renal (catalog # zalb-28-108); left iliac leg, in common iliac (catalog # zsle-20-56-zt); right iliac leg, in common iliac (catalog # zsle-20-39). On the day of procedure, (B)(6) 2014, the patient presented with a maximum aneurysm diameter of 56 mm and a proximal neck diameter at lowest renal artery was 22 mm. The outer diameter of the left iliac was 20 mm and the outer diameter of the right iliac was 14 mm. It was classified as parallel. There were no difficulties deploying the devices and the index procedure was considered successful. The procedural imaging revealed patent devices at the conclusion of the procedure and no kinks were observed. A type ii endoleak was left uncorrected. No additional procedures were performed. On (B)(6) 2017 (1222 days post-procedure) at the 3-year follow-up a CT-scan revealed a maximum aneurysm diameter of 61 mm, the right iliac leg was 9.8 mm and the left iliac leg was 11.7 mm. There was observation of a distal type I endoleak on the right side. There was no observation of migration or kink and the devices were intact. No information of relationship to device or disease was noted. The patient remains in the study. Additional patient, device and event details have been requested. The site has been asked to elaborate on circumstances surrounding the change from a type 2 endoleak to a type 1 endoleak.